Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr r2p destination sheath was received for product evaluation. Visual inspection revealed that the valve assembly and the sheath hub were cross threaded. The proximal end of the sheath shaft had moved from its intended position downward inside the hub. Deformations were noted along the sheath approximately 0.24 - 4.82 inches from the hub. No other anomalies or damage was noted. The sheath tip was viewed under microscope and a small tear was noted. The sheath inner diameter (ID) measured at 0.0860 inches which is within the manufacturer specifications. The sheath length measured at 46.61 inches which is within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the metacross balloon was not completely deflated prior to attempting to remove it from the sheath; it is likely due to the resistance felt and the tensile forces used to remove the sheath, that the proximal end of the sheath was damaged. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 119 slender destination was used during a r2p procedure. The doctor tracked an 8 x 40 metacross r2p over a .035 stiff angled glidewire 400 cm. He inflated the balloon in the common iliac to 8 atm. He deflated the balloon and relaxed the inflator. When pulling the balloon back in the sheath it became stuck. The doctor said it felt like the sheath was being elongated when the balloon gave him resistance, so he pulled everything out. Once the sheath was out of the body, he was able to remove the balloon. He then inserted a new 119 slender and continued the case. The procedure was a success. The patient's condition was stable.